Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention occurred where the patient had their scs system explanted on (B)(6) 2023.

Manufacturer narrative:
The event of system removal was reported to abbott. The patient was experiencing ineffective therapy. Surgical intervention occurred where the patient had their scs system explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.